Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery they had 6 intraocular lens (iol) optics were scratched. Additional information has received it states that the small scratches on lens after implantation to the patient, it was noticed same spot on all lenses, scheduled procedure completed the same day. Lens left implanted in patient, scratches were in the peripheral vision and doctor was ok with leaving lens in patient, then in the surgeon opinion cartridge caused or contributed to the event.

Manufacturer narrative:
Corrected information has been provided in d.10. Additional information has been provided in h.3., h.6., and h.11. The used company (d) cartridge was returned. The cartridge was cavity 175. The cartridge was microscopically examined. Inadequate viscoelastic was observed in the cartridge. The tip had light stress. The cartridge had evidence of placement into a handpiece. The used company (d) cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted. The cartridge met specification for the presence of topcoat. Non-coated areas were observed on the sides of the nozzle. A photo was provided of an implanted single-piece multifocal toric lens. A stutter scratch was visible on the right side of the lens. Product history records were reviewed and documentation indicated the product met release criteria. The lens diopter was not provided. It is unknown if a qualified lens was used. A quailed handpiece and viscoelastics were indicated. The returned company (d) cartridge was molded using the cavity 175 mold tooling at the vendor. Upon evaluation of the sample, the cartridge was observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The manufacturer internal reference number is: (B)(4).